Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 2.75 mm x 30 mm, de novo target lesion was located in the severely tortuous and severely calcified middle of the left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2x12mm emerge balloon catheter resulting to 75% residual stenosis. A 2.25 x 20mm synergy xd drug-eluting stent was used for treatment. However, it was noticed that the shaft of the stent was fractured. The device was removed and the procedure was completed with a different device without any patient complications reported. The patient was stable post-procedure.